Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the electrode allegedly broke outside the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the wavelinq catheters were returned. The evaluation of the venous catheter confirmed a break of the electrode. A small section of the electrode was present within the electrode housing. The remaining section of the electrode was not returned. Biological matter was present on the electrode housing and adjacent magnets sections. Three photos were provided for review, one photo showed the side view of the electrode housing and the partial adjacent magnet sections. The electrode break was confirmed, a small section of the electrode still remained inside the housing. The second photo showed a section of an electrode that appeared to be attached to a snare tooling of some kind. The third photo showed a section of an electrode on its own. Four x ray images were also provided for review. The first image appeared to show two wires and a sheath. There is a wire fragment in the middle of the image. This is presumably the electrode. The second image showed the electrode in the middle of the arm. The final image showed the electrode being snared. The fourth image provides an enhanced image of the fractured catheter electrode. This did not help with identifying an etiology for the fracture. The assessment of the images did not help elucidate the cause of the electrode breaking off in the arm. The images clearly show the electrode in the arm separated from the catheter. Therefore, the result of the investigation is confirmed for the reported electrode break issue. The root cause for the electrode break issue could not be determined based upon the available information received from the field communications, device evaluation, photos and imagery review. Labeling review: the instructions for use for this wavelinq wq4300 device was reviewed and the following sections are applicable. Instructions for use once the wavelinq catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use 1. Before removing the wavelinq endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq endoavf system. Equipment setup 2. The procedure should be performed in an angiography room and carried out under x ray control. Wavelinq endoavf system procedure vascular access 8. Identify the vascular access location during pre procedure planning. The arterial and venous access location may include upper arm access (brachial artery/vein) or venous wrist access (ulnar vein or radial vein). 9. Prepare the vascular access location with sterile preparation per hospital protocol. 10. Administer anesthesia or conscious sedation per hospital protocol. 11. Secure the patient's procedure arm in a restraint to prevent arm movement. 12. Use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 13. Under ultrasound guidance, gain percutaneous access to target vein with a puncture needle. Devices can be introduced from an upper arm access (brachial vein) for the parallel configuration or from venous wrist access (ulnar vein or radial vein) for the antiparallel configuration. 14. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 15. Insert a 5 fr sheath into the vein over the guidewire. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient's residual renal function. Alternate contrast methods may be used at the discretion of physician. 17. Under ultrasound guidance, gain access to the brachial artery with a puncture needle and introduce a guidewire. 18. Insert a 5 fr sheath into the artery over the guidewire. Using physician discretion, administer anticoagulant and vasodilator intravenously. 19. Insert a 0.014" guidewire into the artery and deliver to the target avf creation site. 20. Insert a 0.014" guidewire into the vein and deliver to the target avf creation site. 21. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound or contrast as guidance. 22. Remove tourniquet or blood pressure cuff (if applied). Preparation of the catheters 23. Carefully inspect the wavelinq endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq endoavf system to sterile field using standard transfer precautions. Avf creation 25. Remove the arterial catheter from the packing card and inspect for damage. Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 26. Advance the arterial catheter over the 0.014" wire and insert through the arterial sheath, taking care not to kink the distal magnet arrays. Under fluoroscopic guidance, advance the catheter to the target avf location. 27. Rotate the arterial catheter until the illumination of the rotational indicator is maximized and the concave surface of the backstop is pointed at the venous wire. See figure 1 for catheter cross section. 28. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs b) unclip the venous handle and then slide the catheter out of its containment tube. Refer to image of wavelinq endoavf system catheters and packaging in "device description" section above. Do not remove the yellow hemostasis valve crosser. 29. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used 30. The hydrophilic coating on the catheters does not need to be hydrated or wiped prior to use. 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu's monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient's procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the electrode allegedly broke outside the sheath. The procedure was completed using another device. There was no reported patient injury.